Manufacturer narrative:
Device evaluation: 2 x zebd -5-10 of lot number c2000416 involved in this complaint were returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 23 february 2023. On evaluation of the devices: two (2) stents with straighteners were returned and pushing catheters were also returned. Kinks were noted on both devices. Device #1: kinks observed on the 3rd and 5th portholes on the tapered end. Device #2: kinks observed on the 2nd and 4th portholes on the tapered end. The 0.035-inch wire guide does not pass the kinks on both devices. Document review: prior to distribution all zebd-5-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-5-10 of lot number c2000416 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2000416. The instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener. Therefore, resulting in the wire guide being unable to be passed through the stent. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 31-mar-23 and an update to the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 23feb2023.

Event description:
Bile duct drainage by the transgastric route was scheduled. When a pig tail of the stent was straightened with the provided straightener, it kinked. The second stent (same lot#) also kinked even though it was handled carefully. The procedure was completed by using a metallic stent from another company (product name/lot#: unknown). Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes. Sales rep's comment: the stents were straightened very carefully. There might be a problem with the individual product. 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact please see the description of event. 2 what was the target location for the stent? Please see the description of event. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* n/a the procedure was completed by another company's product. 5 was the wire guide lubricated prior to use? Yes. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11 if not with the device in question, how was the procedure finished? Please see the description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.